Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. While it is not common for a powered bur to break during use, our data shows that on rare occasion, a serious injury (si) or surgical intervention was required due to a bur break resulting in a device fragment. In the majority of cases, bur fragments are easily removed from the patient without additional intervention or harm to the patient and the surgery proceeds as intended. FDA guidance declares that if a malfunction has caused a death or si even once, then it means the malfunction is "likely" to recur. Based on this guidance, any bur break resulting in a fragment is submitted as a reportable malfunction. (B)(4).

Event description:
During a sinus procedure two burs broke. The bur tips were easily removed from the surgical site within the same procedure. The surgery proceeded as intended with the exception of a 10 minute delay to irrigate the sinus to remove any other potential debris. There was no adverse patient consequences or sequella reported. The facility stated that final inspection of the surgical site showed no unretrieved device fragments. The patient is reported to be in good condition with no complications or impact as a result of this event. The tips that separated from the shaft measured approximately 5/8 inch. Visual inspection of the inner tube support area showed gouges and flaring of the outside diameter of the outer tube on both samples. This damage indicates that excessive pressure was applied to the bur. Functional inspection shows that the burs load properly into the hand piece. IFU statements include, but are not limited to: excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient.